Manufacturer narrative:
Analysis on the ins found the device passed functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - chronic low back pain/ spinal pain. It was reported that the patient's ins would not hold a charge. Impedance check showed impedances were within normal range. Patient denied any overdischarged episodes. The ins was replaced. Issue was resolved. No symptoms reported. No further complications were reported/ anticipated.